Manufacturer narrative:
The suspect product was returned to olympus. Based on the evaluation result by ocsm, the following was observed: -the lot number of the subject product is 26k. -the knife wire is fused at the joint between the insulating coating portion and the effective cutting portion. -the best cutting position located at the blue mark in the endoscopic field of vision, and it is recommended to use the best cutting position. -the cutting force near the coating position is too blunt during cutting. If the output value is adjusted too high, it may cause the knife wire to melt. -in addition, the fuse near the insulating coating may also be caused by the activation of the output when the knife wire contacts the endoscopic metal component, causing the knife wire to fuse. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during an endoscopic retrograde cholangiopancreatography (ercp), a single use 2-lumen sphincterotome was inserted into the endoscope but when the knife was withdrawn, the knife wire was found broken. Upon follow-up, it was clarified that there was no broken piece that fell inside the patient's body. The procedure was completed with another device. There was a procedural delay of no more than 15 minutes. No patient injury reported and the patient was reportedly discharged as normal. This report is being submitted for a broken knife wire. Additional attempts were made for additional information. No further information was provided at this time.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. The cutting wire where the wire coating was torn came into contact with the distal end of the endoscope when the forceps elevator was raised. 2. Under circumstances described above 1, an electric conduction was activated. This caused the cutting wire to become hot instantly at the contact point. As a result, the cutting wire broke. The following information is stated in the instructions for use (IFU): ¿¿since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result. ¿ when inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. ¿do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. ¿be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur. ¿when activating output, set the output mode of the electrosurgical unit to ¿cut¿ or ¿blend¿. Activating output in the ¿coagulation¿ mode could break the cutting wire. ¿do not activate output when the distal end of the endoscope is too close to or in contact with body cavity tissue. This could burn the tissue and/or damage the endoscope.¿ olympus will continue to monitor field performance for this device.